Event description:
It was reported that the device was being used in a case and the other items that connect to the tube of this device would not slide in freely. Procedure was completed with competitor's device.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection does not find any issues with the device. The inner and outer shell of the reamer handle was not returned with the device. The device was manufactured in 2018. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.